Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to perform incoming testing) was confirmed. As received, the monitor failed incoming functional testing. The cause of the test failure was isolated to an intermittent connection on the j1000 connector on the computer/analog and defibrillator pcas. The cause of the intermittent connection was residue on the j1000 jump connector. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to perform incoming testing.